Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button had stopped functioning. The customer stated that the screen did not turn on when the wake button was pressed. During troubleshooting with tandem technical support, the customer was able to confirm that the pump still turned on when plugged into a power source. In addition, the customer dropped the pump, resulting in a cracked touchscreen. The customer's blood glucose was 300 mg/dl. The customer administered manual injections to address elevated blood glucose. The customer reported that manual injections would continue to be used for alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.